Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an external visual inspection noted scratches and tool marks on the case. The seal plugs were intact, and the set screws operated normally. A review of the device memory noted no resets, errors, or fault codes. Manual electrical measurements noted normal sensing and pacemaker functions. Analysis showed that the device was operating normally. Laboratory analysis did not confirm the reported allegation.

Event description:
Boston scientific received information that it was noted that this pacemaker battery was draining and had one year left. Moreover, the physician opted to replace the device. An attempt to obtain additional pertinent information was unsuccessful. This pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that it was noted that this pacemaker battery was draining and had one year left. Moreover, the physician opted to replace the device. An attempt to obtain additional pertinent information was unsuccessful. This pacemaker was explanted. No additional adverse patient effects were reported.